Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Blood glucose level was reportedly over 400 mg/dl but below 500 mg/dl. Reportedly, the customer completed a supply change and resumed insulin delivery.